Event description:
Table started to tip and patient was injured. Staff was able to catch the table.

Manufacturer narrative:
At this time we have not been able to determine the extent of the injury to the pt. The table was fully extended but unlocked with the pt on the table and started to tip. According to the operator manual table should be locked if a pt is on the table. The table was caught by the staff as the table was tipping. Further investigation is needed.